Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the bmw guide wire from the package, it was noted the guide wire was broken [unraveled] and could not be used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire broke during packaging. Analysis of the returned wire was unable to confirm a break. The wire was intact; however, bends and kinks were noted on the distal and proximal core. This type of damage is consistent with manipulation against resistance or mishandling. In this case, it is unknown how the bends and kinks were introduced. There is no indication of a product quality issue with respect to manufacture, design, or labeling.